Event description:
A malfunction alarm with code malf 0 was reported, but there were no notable events prior to the incident. Customer's blood glucose level did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was able to continue using the pump and rejoin her sensor session, with plans to change her cartridge afterward.